Event description:
During an afib ablation's pre procedural preparation, a dilator of an agilis sheath was too short for the sheath. This issue was noted during case preparation and the sheath was never used in the case. There were no patient consequences since the sheath was removed from the or upon discovery of the defect.

Manufacturer narrative:
Fsca number: 2182269-04/16/24-001-r.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation in a sealed sterilized pouch. The dilator was also received. The length of the dilator did not meet the length tolerance specifications, and when inserting the dilator into the sheath it was noted that the dilator was not long enough to exit the distal tip of the sheath.